Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pocket pain. The patient described the pain as a burning feeling. Ipg data base analysis revealed no anomalies and the ipg appeared to be working as expected. The patient will undergo a revision procedure to move the ipg.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pocket pain. The patient described the pain as a burning feeling. Ipg data base analysis revealed no anomalies and the ipg appeared to be working as expected. The patient will undergo a revision procedure to move the ipg.